Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-apr-2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. Patient wanted coils removed; she believed coils were causing her suspected multiple scleroses. Patient also suffers from irritable bowel syndrome and anxiety. Neurologist told patient that she may have multiple sclerosis but, so far, this diagnosis has not been confirmed. Hcp removed essure coils during (B)(6) 2015 via mini laparotomy and, per doctor, essure coil removal was successful to the best of her knowledge. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se and are considered unrelated by the company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced multiple sclerosis and later a mini-laparotomy was performed to remove the devices. These events are serious due medical importance. The mini-laparotomy is listed while the other event is unlisted in the reference safety information for essure. The most common autoimmune inflammatory demyelinating disease of the central nervous system is multiple sclerosis (ms). In this particular case, neurologist told patient that she may have ms but, so far, this diagnosis has not been confirmed. Henceforth, considering the essure's local action, causality with essure is very unlikely. If essure removal is necessary, surgery may be required. In this case, hcp performed a mini laparotomy to remove the devices. Therefore, the reported event is assessed as related to essure use and this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow-up from 11-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up information received on 13-aug-2015: the patient requested that the essure be removed. It wasn't anything on the doctor's part nor did she feel that it pertained to anything. There was really nothing else that she could put because she did not believe that this was related to the patient's possible diagnosis of multiple sclerosis. There was no additional information regarding the essure for this patient. It was the patient requesting the device be removed because the neurologist thought it was affecting her possible multiple sclerosis. Diagnosis has not been confirmed. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced multiple sclerosis and later a mini-laparotomy was performed to remove the devices. These events are serious due medical importance. The mini-laparotomy is listed while the other event is unlisted in the reference safety information for essure. The most common autoimmune inflammatory demyelinating disease of the central nervous system is multiple sclerosis (ms). In this particular case, neurologist told patient that she may have ms but, so far, this diagnosis has not been confirmed. Henceforth, considering the essure's local action, causality with essure is very unlikely. If essure removal is necessary, surgery may be required. In this case, hcp performed a mini laparotomy to remove the devices. Therefore, the reported event is assessed as related to essure use and this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.